Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The device was returned for analysis with all labels and seals intact. Functional check could not duplicate customer problem. Pump was found to be displaying a 1261 error code alarm message on power up when batteries were inserted, instead of complaint error code 1210. The root cause of the issue was unable to be determined. Microprocessor board was found to be faulty. It is unknown who caused the reported problem. Microprocessor unit board was replaced as an action to correct the reported problem. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding cadd legacy plus pump. It was reported that there was an error code 1210. It is unknown if there was no patient, or clinician injury associated with this event.